Event description:
During a previously scheduled service call, it was noted the drive manifold failed the all manifold tests. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method code), h10.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm replaced the drive manifold. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
During a previously scheduled service call, it was noted the drive manifold failed the all manifold tests. There was no patient involvement, and no adverse event reported.